Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-10340 and 2134265-2016-10341. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to visualize the unspecified target lesion. During a procedure, an abnormal sound was heard from the motor drive unit 5 plus, it did not pullback and stopped sometimes. The physician reconnect the catheter, however the issue was not resolve. The issue was resolved by rebooting the system and reconnect the motor drive unit 5 plus. No patient complications were reported